Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. Unit communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test sg value was displayed on the sensor glucose graph screen. No change sensor alerts noted during testing. The correct test value was sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customers blood glucose levels were 190 mg/dl and sugar glucose levels were 76 mg/dl at the time of the incident. The customer reported having issues with the sensor and transmitter. Troubleshooting was provided. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not return for analysis.